Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The technician was unable to duplicate the reported heat but noted that the device had corroded driveshaft bearings. A corroded driveshaft bearing can cause heat. According to a review of the risk documents, the device can heat up if the driveshaft bearings are corroded.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.